Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. The no delivery alarm functioned properly. However, no vibrator during self test due to broken vibrator motor wire. The insulin pump had a scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not getting insulin, but the insulin pump was not alarming. The customer changed the infusion set and did not have any improvements and had to switch to manual injections. It was stated that the customer ran the high pressure twice on her own and the device did not alarm no delivery. Advised the caller to call back when a tubing clamp is available. No further information was provided.